Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. As part of the manufacturing process, 100% of the units go through an electrical inspection. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
One model d97120f5 catheter with 1.3ml monoject limited volume syringe was returned for evalaution. The customer report of would not capture was unable to be confirmed. Both distal and proximal circuits were continuous and there were no open, intermittent, or short conditions observed. Balloon was discolored and appeared deteriorated. Tears and crazing were observed on the balloon latex. Balloon had leakage through the tears. Balloon edges did not appear to match at the tears. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode of inability to pace/ would not capture is associated to a manufacturing/design defect. As part of the manufacturing process 100 % of the units go through a balloon inspection as well as a final inspection in which the integrity of the catheter and balloon are validated. Furthermore, the IFU indicates the conditions to store the balloon and packaging notes. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the catheter would not capture at 140. No patient injury, no delay to procedure, event occurred during procedure.